Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22jan2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and flipping.

Event description:
Health professional reported left side event of capsular contracture, baker grade IV. Patient reported "prosthesis turned, so physician had surgery to put the prosthesis in place, but did not change the implant, kept the previous one (patient's second surgery). Patient's "contracture" presented 5 months later. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Flipping: unable to observe since it is a medical event and is not related to the device. Use error : unable to observe as the event of use error is not related to the device.

Event description:
Health professional reported left side event of capsular contracture, baker grade IV. Patient reported "prosthesis turned, so physician had surgery to put the prosthesis in place, but did not change the implant, kept the previous one (patient's second surgery). Patient's "contracture" presented 5 months later. The device has been explanted.